Event description:
It was reported: "on (B)(6) 2024 at 12:30 pm that while the device was in use, when the anesthetist dialed air on the machine, they received readings for n2o." It was found that the gas connections were swapped. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the provided information were analysed. It was found that the issue was due to swapped connections for the gases air and n2o of the central gas supply during the last maintenance. Furthermore, the mandatory device test was not carried out completely and therefore the incorrect installation of the gas connections was not noticed. The gas connections are designed in accordance with cga v-5 and mechanically coded accordingly, so that incorrect connection of cs hoses is not possible. However, during service (replacement of the sintered-metal filter) the gas connections themselves can be fitted at any position on the gas inlet block. To avoid swapping during maintenance the technician is advised to never remove all gas inlet connections simultaneously but one after the other, only. The maintenance instructions contain a corresponding warning: danger to life! Risk of mixing up nist/diss connections. Never remove all nist/diss connections simultaneously. Replace only the sintered-metal filter of the nist/diss connection which is currently removed. Then refit the nist/diss connection concerned, etc. Further a gas type test is required after the replacement: warning danger to life! Risk of mixing up nist/diss connections. Always perform the leak test and gas type test after carrying out work on the gas inlet! The gas type test (central supply) is described in detail in the test instructions. According to the provided test certificate, the gas type test was done and passed. A reversal of the connections, as in the present case, must have been recognized reliably in this test. It was confirmed, however, that the test was not done correctly during service in this particular case. The inspiratory and expiratory gas concentrations are measured by the patient gas measurement (pgm) module and displayed permanently on the screen. Thus, the user has a permanent overview regarding the current n2o concentration. A n2o concentration above 82% will be alarmed immediately (insp. N2o high). Depending on the set alarm limits additionally an insp. O2 low will be given. The lowest alarm limit for insp. O2 low is 18%. All alarms, possible causes and remedies are described in the instructions for use. This is an isolated case as no comparable case are known. A single human error led to the described issue. The device was repaired, tested and returned to use. Further actions are not necessary.

Event description:
It was reported: "on (B)(6) 2024 at 12:30 pm that while the device was in use, when the anesthetist dialed air on the machine, they received readings for n2o." It was found that the gas connections were swapped. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate final report.